Manufacturer narrative:
The involved spectrum suture passer needle is not expected for evaluation as it was reported to be discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. The lot number for this needle was not provided, therefore a review of the device history record was not able to be performed. A review of complaint history since this device was first released in march 2015, shows there have been (B)(4) similar reports of needle tip breakage during use on a patient. During this same 11-month period, a total of (B)(4) units have been shipped. To date, there has been no patient long term adverse effect resulting from this type of incident. Use of this product is technique dependent and the risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of (B)(4). A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with a spectrum suture passer in a rotator cuff repair, the tip of the needle broke off. As reported, the tip could not be located causing a 15 minute delay in the procedure. The procedure was completed successfully with no harm to the patient. Post operative x-rays showed the tip of the needle was not in the patient's shoulder. Later, post procedure the needle tip was found on the operating room floor. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.